Event description:
The patient was implanted with a vns device on (B)(6), 2013. On (B)(6) 2013, it was reported that the patient would potentially be having a stent placed and pacemaker implanted on (B)(6) 2013. It was additionally reported that the EKG strip from the operating room revealed that the patient had an event during intraoperative testing. The neurologist described this as an asystole event. Attempts are underway for additional information; however, no additional information has been provided.

Event description:
Additional information was received. The physician indicated at one point that the arrhythmia was related to stimulation and another point indicated that the arrhythmia is not related to stimulation but that is exacerbated or co-currently contributed to the arrhythmia. It was also indicated that the patient was never programmed on at the time of the arrhythmia. It was believed that the patient already had arrhythmia and his last event was more likely cardiogenic epileptic event. Manipulating the vagal nerve during place the lead could have worsened the arrhythmia.

Event description:
Follow up with the physician found that the hoarseness the patient experienced had resolved. No other information was provided on the previously reported events.